Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a connection issue with a transfer set. This was detected prior to treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information in concomitant medical products, device evaluated by MFR, adverse event problem. Additional MFR narrative one actual sample was received for evaluation. A visual inspection with the naked eye was performed which noted a cracked minicap; no thread damage was observed. The crack was observed to be a through crack. The minicap device was connected to a female luer without issues. However, an underwater pressure test was performed and bubbles were observed. The reported condition was verified. The cause of the crack could not be determined. Should additional relevant information become available, a supplemental report will be submitted.